Manufacturer narrative:
No pt injury was reported. Treatment history is not available. A gambro technical services (gts) field rep performed a complete inspection of the machine, a pt simulation with alarms verified for accuracy. He was unable to duplicate problems with fluid removal.